Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic following a syncope episode. Upon review, the patient's right ventricular lead was found to be dislodged. The patient's lead was removed and replaced during the same date. The lead was discarded following the procedure. The patient was stable.